Manufacturer narrative:
Corrections have been done to d4 (UDI number , expiration date) and h4 (device manufacturer date). This report is submitted on july 06, 2021.

Manufacturer narrative:
This report is submitted on 11 june 2021.

Manufacturer narrative:
This report is submitted on april 27, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to csf leakage and open circuits. The patient was reimplanted with another cochlear device during the same surgery.